Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. The suction channel tested positive for 4 colony forming unit (cfu) of raoultella ornithinolytica and 2 cfus of stenotrophomonas maltophilia. The instrument channel tested positive for 2 cfus of stenotrophomonas maltophilia and 1 cfus of raoultella ornithinolytica. The air/water channel tested positive for 4 cfus of candid orthopsilosis and 1 cfu of stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.